Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open wound under the front electrode. The patient reported the velcro on the electrode belt caused the reported open wound. The patient's physician instructed the patient use an ointment and had the patient remove the lifevest to allow the sore to heal. During a follow up call the patient reported that the wound was healing. There is no indication that a device malfunction caused or contributed to the reported skin irritation.